Event description:
Elderly female with initial placement of heartware lvad. Patient had a pump exchange two years later due to pump thrombosis and was last seen in the vad clinic and was reported as doing well at that time. The patients' family reported they spoke with the patient via telephone and they could hear the pump alarming and reminded the patient to change the batteries. The patient was found unresponsive, interrogation of the patient's device revealed the pump had been off for a short period and then off for approximately 6 or more hours in the early hours of the following day. The patient expired. There were a total of six batteries in use at the time patient expired.

Event description:
Elderly female with initial placement of heartware lvad. Patient had a pump exchange two years later due to pump thrombosis and was last seen in the vad clinic and was reported as doing well at that time. The patients' family reported they spoke with the patient via telephone and they could hear the pump alarming and reminded the patient to change the batteries. The patient was found unresponsive, interrogation of the patient's device revealed the pump had been off for a short period and then off for approximately 6 or more hours in the early hours of the following day. The patient expired. There were a total of six batteries in use at the time patient expired.